Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was added that the patient had a loss of bladder control. It was stated that the patient would get the urge to urinate, but then nothing would come out. It was noted that the patient had 2 falls at the (B)(6) 2013. It was stated that symptoms started to return about 1 and a half and 2 weeks prior to this report. It was noted that the patient had an appointment scheduled with their healthcare provider. It was stated that the patient did not feel stimulation and did not "feel pressure." The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889-28 lot# v914060, implanted: 2012 (B)(6), product type lead. (B)(4).